Event description:
It was reported that during the implant procedure the physician could not get the left ventricular (lv) lead to pass into a vessel and stay in place. The lead was removed and a second lead was placed; however, the physician did note difficulty with stability. The following day the lead had high thresholds and was causing diaphragmatic stimulation. Under fluoroscopy, it was noted that the lead had pushed out of position. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: dtba1d1 ICD, implanted: (B)(6) 2014. (B)(4).